Manufacturer narrative:
(B)(4) 2015 reporter returned 1 oral-b eb17 sensitive gum care toothbrush head refill bearing oral-b logo, production year 2014, production code (B)(4). No root cause was identified. The toothbrush head refill was without failure. Toothbrush handle was not provided by the reporter; therefore no further investigation is possible.

Event description:
Replacement brushheads did not stay secure on toothbrush handle and fell off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported while using an oral-b toothbrush version unknown, the oral-b brushhead version unknown did not stay secure on the toothbrush handle and fell off in his mouth. The consumer reported this happened with 2 brushheads from a package of 3. He also reported the replacement heads did not have the oral-b logo on them. No symptoms developed. No further information was provided. (B)(6) 2015: follow-up consumer contact with consumer relations: the consumer reported a relevant history of a previous use of store brand generic toothbrush refill. He also reported the ones he called about yesterday were bought at (B)(4). No further information was provided. (B)(6) 2015: product return received. (B)(6) 2015: product investigation results: reporter returned 1 oral-b eb17 sensitive gum care toothbrush head refill bearing oral-b logo, production year 2014, production code (B)(4). No root cause was identified. The toothbrush head refill was without failure. Toothbrush handle was not provided by the reporter; therefore, no further investigation is possible.